Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure lesion in the left anterior descending (lad) artery. The versaturn guide wire (gw) was placed in the diagonal artery for protection [support] during the procedure. However, during removal of the gw, resistance was noted with a previously unspecified implanted stent and the radiopaque tip became separated. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report being filed, it was reported that radiopaque tip did not completely separate and the fractured tip was able removed slowly from the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the investigation determined that the reported issues appear to be related to circumstances of the procedure. In this case, during removal of the guide wire, resistance was noted with a previously implanted stent and fractured; however, was able to be removed slowly from the patient. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Correction: h6- medical device problem code code 1562-material separation was removed